Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, the distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was unable to fixed well due to patient anatomy and lead's spiral problem, also there was high threshold or impedance on the lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.